Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade due to adhesions at the area of the pacemaker pocket it was difficult to navigate the rv-lead. After several repositionings, it was hard to turn the screw. In addition, the wire had difficulty advancing. The lead was explanted and replaced. The patient was in stable condition.